Event description:
A dialysis home patient reported a system error 2240 alarm in initial drain during treatment using the homechoice device. The home patient disconnected treatment at the time of the alarm, ending therapy early. The home pt's spouse noted a leak in the cassette sheeting. There was no pt injury or medical intervention associated with this incident and the sample was discarded according to the home patient's spouse.